Manufacturer narrative:
This record will be updated if additional information becomes available.

Event description:
It was reported that pacing impedances on the right atrial (ra) lead connected to this device were high, therefore the device was programmed for unipolar sensing in the right atrium. Subsequently, myopotential oversensing was noted on both the right atrial and right ventricular channels. The device's sensitivity settings were adjusted in an attempt to mitigate the oversensing issues. The minute ventilation feature was automatically turned off following episodes of noise that were suspected to be due to myopotential oversensing or electromagnetic interference. Boston scientific technical services offered programming optimization options to the health care provider. No adverse patient effects were reported. This pacemaker and the associated leads remain in service.

Manufacturer narrative:
This record will be updated if additional information becomes available.

Event description:
It was reported that pacing impedances on the right atrial (ra) lead connected to this device were high, therefore the device was programmed for unipolar sensing in the right atrium. Subsequently, myopotential oversensing was noted on both the right atrial and right ventricular channels. The device's sensitivity settings were adjusted in an attempt to mitigate the oversensing issues. The minute ventilation feature was automatically turned off following episodes of noise that were suspected to be due to myopotential oversensing or electromagnetic interference. Boston scientific technical services offered programming optimization options to the health care provider. No adverse patient effects were reported. This pacemaker and the associated leads remain in service. Additional information was received that this patient subsequently presented to the emergency room not feeling well. A boston scientific technical services (ts) review of pacemaker device data indicated noise which was sensed on the ra lead and noise not sensed on the right ventricular (rv) lead. Ts discussed possible troubleshooting steps with the physician, including performing a chest x-ray, adjusting ra lead sensitivity programming or performing a lead revision. It was noted that no device reprogramming was performed at that time and the patients following physician will be consulted. No additional adverse patient effects were reported. This pacemaker and the associated leads remain in service.